Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent altitude alarms; cause was not known. Blood glucose ranged from 140 to 600 mg/dl. Treatment was not reported. Ketones were moderate to large. After the current alarm, customer removed and reinstalled cartridge. Alarm did not reoccur. Customer reverted to using an alternate pump due to intermittent alarms.